Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 1901101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd phaseal optima infusion adapter (c100-o) caused a puncture in an IV bag during use. The following information was provided by the initial reporter: material no:515078 batch no:1901101. Event description: IV bag was spiked with phaseal optima c100-o. Spike pierced through the neck of the IV bag when the bag was bent resulting in a spill. Ic100-o spike was not inserted all the way into IV bag resulting in the spike piercing through the IV bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd phaseal optima device caused a puncture in an IV bag during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: IV bag was spiked with phaseal optima c100-o. Spike pierced through the neck of the IV bag when the bag was bent resulting in a spill. Ic100-o spike was not inserted all the way into IV bag resulting in the spike piercing through the IV bag.

Event description:
It was reported that an unspecified number of bd phaseal optima infusion adapter (c100-o) caused a puncture in an IV bag during use. The following information was provided by the initial reporter: material no:515078, batch no:1901101. Event description: IV bag was spiked with phaseal optima c100-o. Spike pierced through the neck of the IV bag when the bag was bent resulting in a spill. Ic100-o spike was not inserted all the way into IV bag resulting in the spike piercing through the IV bag.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of bd phaseal optima infusion adapter (c100-o) caused a puncture in an IV bag during use. The following information was provided by the initial reporter: material no:515078, batch no:1901101. Event description: IV bag was spiked with phaseal optima c100-o. Spike pierced through the neck of the IV bag when the bag was bent resulting in a spill. Ic100-o spike was not inserted all the way into IV bag resulting in the spike piercing through the IV bag. D.1. Medical device brand name: bd phaseal optima infusion adapter (c100-o). D.1. Common device name: intravascular administration set. D.2. Medical device type: onb. D.4. Medical device catalog #: 515078. D.4. Medical device lot #: 1901101. D.3. Medical device manufacturer: becton dickinson, s.a., fraga. D.4. Medical device brand name: bd phaseal optima infusion adapter (c100-o). D.4. Common device name: intravascular administration set. D.4. Medical device expiration date: 2019-12-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson, s.a., fraga. G.5. PMA/510(k)#: k181221. H.4. Device manufacture date: 2019-02-08 h3 other text : see h.10.